Event description:
It was reported, "the doctor was inserting a 4.0mm x 28mm axsos locking screw into a proximal humeral plate locking hole using the power screwdriver without a torque limiter. When the screw reached its final position in the plate, the head of the screw broke off. The doctor then decided to leave the rest of the screw in."

Manufacturer narrative:
Additional information has been requested. If additional information is received it will be provided on a supplemental report.